Event description:
It was reported the external pulse generator (epg) stopped pacing when the battery was removed. It was further reported that the biomed department tested the epg after reported problem and was unable to reproduct the problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(6). (B)(4).